Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing threshold which was continually rising. The issue was observed and confirmed by the sales representative. The patient underwent a surgical intervention to surgically abandon the lead and implant a new one, as to make sure this is the patient's last intervention. No additional adverse patient effects were reported.